Manufacturer narrative:
There was no visible damage to the exterior of the penumbra system aspiration pump max 110v (pump max). The pump max was opened by penumbra engineers and corrosion was observed on the piston crown in the outlet cylinder. Evaluation of the returned device revealed that the pump was functional. The pump was plugged in and powered on and generated vacuum. The pump housing was removed, and the vacuum pump was opened by penumbra investigators. It was observed that the piston crown in the outlet cylinder was corroded. The observed corrosion likely caused the piston to seize inside the cylinder, causing the pump to fail to generate vacuum. It is likely that the seized piston became freed up during transit to penumbra. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the pump max was powered on but did not produce vacuum. The pump max was making a fan noise but not the usual humming that it makes when it is producing vacuum. Therefore, the procedure was completed using a new pump max. There was no report of an adverse effect to the patient.